Event description:
On (B)(6) 2013, this pt was implanted with gore exclude aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported while the physician was advancing the pxc141400/10642077 he felt resistance; the distal olive (where the copper turns white on the catheter) had become broken off from the delivery catheter, the endoprosthesis was free floating on the catheter. The physician attempted to withdraw the device thru an 11 fr sheath (brand unk) and the device became removed off the delivery catheter and deployed in the external iliac artery. No major vessels were covered; the physician left the deployed endoprosthesis in the external iliac artery. The physician then snared the distal olive tip and removed the remaining portion of the broken catheter from the pt. A new pxc device was used and the procedure concluded with no further event. The pt tolerated the procedure.

Manufacturer narrative:
Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Conclusions: the gore excluder aaa endoprosthesis instructions for use (IFU) state the safety and effectiveness of the gore excluder aaa endoprosthesis have not been evaluated in the following pt populations: ilio-femoral access vessel size and morphology (minimal thrombus, calcium and/or tortuosity) should be compatible with vascular access techniques and a 12 fr, 18 fr and 20 fr vascular introducer sheath with an outer delivery profile of 5.0mm, 6.8mm or 7.6mm, respectively.